Event description:
User receiving discrepant creatinine results in 2008. The following two patient examples were provided which occurred in the next day. Sample 1, initial results gave 0.4 mg/dl; repeat gave 1.1 mg/dl. Sample 2, initial results gave 0.4 mg/dl; repeat gave 1.0 mg/dl. No erroneous results were released. The field service representative determined the cause to be the reagent probe was not being washed correctly and found a leak in the rinse mechanism tubing. He re-aligned the reagent probe over the wash station and replaced the damaged tubing. Performance tests were performed which were within specification.